Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the channels and flushes out the air/water channel, and auxiliary washing channel. During manual cleaning, the customer used alkasime detergent with teccare (single swab 5mm double piston brush 5+11mm) brush to clean the instrument channel, and the suction pistons/cylinders. The customer manually disinfects the scopes using alkasime disinfectant. The scope was stored in a cabinet with no drying function and olympus is not the customer¿s maintenance company. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, light guide cover lens stained, and biopsy port mouthpiece scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope operating channel tested positive for greater than 100 colony forming unit (cfu) of providencia rettgeri and suction channel tested positive for greater than 100 colony forming unit (cfu) of providencia rettgeri. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. We reviewed reprocessing steps provided by the user, confirmed the following deviation: - brushing was not performed for biopsy port at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the deviation in the user reprocessing method caused the event. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." ¿brush the instrument channel port¿ olympus will continue to monitor field performance for this device.